Manufacturer narrative:
Date of event: date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that pt's recharged ins normally last about a week, but now it's only lasting a couple days. This started about a week ago. There were no trauma/falls reported that could be related to the issue. No patient symptoms were reported and no further complications were anticipated. The indication for implant was chronic low back pain. Additional information was received from the healthcare provider. It was reported that the patient had complained of the battery not charging properly. After charging, the patient still felt nothing on the highest level. The manufacturer representative conducted troubleshooting and confirmed the need for a new battery. Replacement was pending.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the implantable neurostimulator was depleting more rapidly. The patient has not been increasing any settings or switched groups. The health care provider did not have information regarding when the implantable neurostimulator will be replaced. No additional complications were reported or anticipated.